Manufacturer narrative:
The reported event was inconclusive because of poor sample condition. It is unknown whether the device had met relevant specifications. Evaluation could not be performed due to poor condition of the returned sample. The product was used for urological care. A potential root cause for this failure could be user related (example: salt accumulation)/block drainage lumen/no drainage eye. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[directions for use] 1. Method of use the device is intended for single use only and is not reusable. (6) since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. (7) when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. [Precautions] 1. Precautions for use (exercise caution when using the device in the following patients) (1) exercise caution when using the device in patients with high urinary calcium levels as encrustation on the balloon surface, catheter occlusion or damage may occur." Corrections: d,h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter balloon was difficult to deflate on the 5th day after placement. Since the urine did not get drained, the catheter removal was attempted . Only a few ml of water was removed by pumping. Although the valve and the catheter shaft were cut in turn, the water could not be removed. Eventually, the catheter was pulled out of the patient with the balloon inflated. There was no missing pieces of the balloon. Stated that the female patient had no bladder stones or other diseases. There was a little bleeding, but no additional intervention was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to deflate on the 5th day after placement. Since the urine did not get drained, the catheter removal was attempted . Only a few ml of water was removed by pumping. Although the valve and the catheter shaft were cut in turn, the water could not be removed. Eventually, the catheter was pulled out of the patient with the balloon inflated. There was no missing pieces of the balloon. Stated that the female patient had no bladder stones or other diseases. There was a little bleeding, but no additional intervention was required.